Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sept2019. The field service engineer (fse) was dispatched to the customer site. The fse replaced the front bezel, completed electrical safety and controls testing with unit passing both. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a navigation ring (nav-ring) failure on the ventilator. There was no patient involvement.